Event description:
It was reported that a burr separation occurred. A 1.25mm rotapro was selected for use. While ongoing use of device, it was noted that the burr separated during deburring. The device was removed by removing the entire wire. The procedure was completed with another of the same device. There were no patient complications.